Event description:
The caller reported that a few hours after insertion, the pt's tube had a leak where the pilot balloon connects to the body of the main tube. A non-routine replacement of the tube was required.